Manufacturer narrative:
B5 narrative updated and h6 codes updated.

Event description:
The reported bleeding was described as likely due to oozing from the right femoral impella cp insertion site, with hemoglobin decreasing to 4.6 g/dl, necessitating transfusion of 3 units of platelets, 2 units of fresh frozen plasma, and 10 units of cryoprecipitate.

Event description:
A 68-year-old female with a past medical history of diabetes mellitus, coronary artery disease, and renal insufficiency, experienced severe anemia secondary to bleeding beginning on (B)(6) 2024 with reported recovery and no sequelae. The subject was supported with an impella cp implanted on (B)(6) 2024, followed by additional impella cp support on (B)(6) 2024. The reported bleeding was described as likely due to oozing from the right femoral impella cp insertion site, with hemoglobin decreasing to 4.6 g/dl, necessitating transfusion of 3 units of platelets, 2 units of fresh frozen plasma, and 10 units of cryoprecipitate. The device was explanted as a result of this event in preparation for an impella 5.5 placement attempt, which was unsuccessful due to anatomical considerations. Subsequently, an impella cp was placed via the right axillary site without further reported bleeding, and hemoglobin stabilized as of (B)(6) 2024. The patient expired on (B)(6) 2024. The severe anemia was associated with bleeding at the femoral access site during impella cp support and resolved following transfusion and device explant, with stabilization after transition to axillary access. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition.

Manufacturer narrative:
A1 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3patient-device interaction/ anemia/major bleed: the root cause of the injury was not determined due to insufficient clinical details.